Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the gui printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a graphical user interface (gui) reset. The ventilator was not on a patient at the time of the event.